Manufacturer narrative:
H6: investigation summary a 2205e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22055727. The feedback provided by the customer suggests leakage was detected from the smartsite vial access device; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055727 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the joint of the bd smartsite¿ vial access device was found damaged when chemotherapy medication leaked from it during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized in the tumor radiotherapy department of our hospital due to esophageal malignant tumor. On the morning of (B)(6) 2023, the nurse followed the doctor's advice to dispense chemotherapy drugs. When the needle-free closed infusion joint was connected, chemotherapy drugs leaked and the joint was found to be damaged. In order to ensure that the patient can receive relevant treatment in time, the nurse immediately replaced the infusion joint, and the patient successfully completed the treatment without other reactions. Fortunately, there is leakage when dispensing the medicine connection, if the patient has begun the infusion, the consequences of leakage are unimaginable, this is a chemotherapy drug, exosmosis through the skin or air transmission, will cause harm to the human body."

Event description:
It was reported that the joint of the bd smartsite¿ vial access device was found damaged when chemotherapy medication leaked from it during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized in the tumor radiotherapy department of our hospital due to esophageal malignant tumor. On the morning of (B)(6) 2023, the nurse followed the doctor's advice to dispense chemotherapy drugs. When the needle-free closed infusion joint was connected, chemotherapy drugs leaked and the joint was found to be damaged. In order to ensure that the patient can receive relevant treatment in time, the nurse immediately replaced the infusion joint, and the patient successfully completed the treatment without other reactions. Fortunately, there is leakage when dispensing the medicine connection, if the patient has begun the infusion, the consequences of leakage are unimaginable, this is a chemotherapy drug, exosmosis through the skin or air transmission, will cause harm to the human body."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.